Event description:
Child fell out of bed. Both siderails up and locked. Father was sitting on edge of bed and hand was against siderail. Child holding on to siderail. Siderail unlatched and child fell to floor. The child had swelling to upper lip with small amount of bleeding. Pt was on a mid mark 540 bed. Unsafe siderail latching mechanism.